Event description:
It was reported that during a software update, the pulse generator exhibited backup vvi operation; the patient was asymptomatic to backup vvi operation. A device software download was performed successfully. It was noted that the device was reprogrammed, but a reattempt to update the software was not performed. No further information was reported.